Event description:
It was reported that a pioneer plus catheter was used in a peripheral procedure in a severely calcified mid sfa. During use, the catheter got stuck on a non-philips guidewire (MDR 3008363989-2025-00134); therefore, was removed as a system. A new pioneer catheter was opened; however, while pulling back the guidewire from the needle port, a piece of the guidewire was sheared but remained intact. As a result, both the catheter and guidewire were removed as a system. A third pioneer catheter was used to complete the procedure with no patient injury reported. This product problem is being submitted because the pioneer plus catheter and guidewire were removed as a system. There is potential for harm if it were to recur.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Block a4: not available from the facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the pioneer plus catheter was discarded, thus no product investigation performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.